Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator continuously had alerts remotely via merlin.net transmission. The alerts were known alert from a few months ago. Due to a device error, the old alerts were continuously being triggered. No intervention was performed.